Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there are molding defects that affect the instrument¿s ability to perform an automated differential. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: 2 photos were provided for investigation. Evaluation of the photo confirmed the presence of damage to the inside of the tube. The side wall has an indention and the plastic has been peeled away from the inside wall of the tube. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the photo provided however, this defect is not caused by any process during the manufacturing of this product. The exact cause of the failure mode cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there are molding defects that affect the instrument¿s ability to perform an automated differential. There was no report of impact to patient or user.